Event description:
Livanova deutschland has received a report that, during procedure, 2 pumps (serial# unknown) just stopped. There was no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 system. The incident occurred in united states. A livanova intiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Follow-up attempts with the customer were made to collect further information however no additional details about the event have been provided. The s5 console was manufactured in 2021 and no further issues have been notified to livanova since unit installation. Based on the above facts, the exact root cause of the event cannot be established. However, considering that the customer canceled the service intervention request and reportedly is using the unit, a hardware malfunction can be ruled out as potential root cause.

Event description:
See intial report.

Manufacturer narrative:
UDI related data quality updates only. D.4. This supplemental report is sent as correction to the previous submitted MDR to correct format of the UDI code which was initially provided without parentheses. The correct UDI code has been updated in the dedicated section d.4. Primary unique device identification (UDI) number.

Manufacturer narrative:
According to follow up, the device is in use and the error wasn¿t duplicated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.